Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a clinic follow-up, the right atrial (ra) lead was observed to be dislodged due to twiddler¿s syndrome. During the revision procedure, the stylet was unable to be inserted into the ra lead. The ra lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of stylet failure to advance was confirmed. As received, a complete lead without a stylet was returned in one piece for analysis. The stylet could not be fully inserted due to the inner coil being severely over-torqued at the connector region. The cause of the severely over-torqued inner coil is consistent with procedural damage. The measured full helix extension length was within specification. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not reveal any anomalies except procedural damage.